Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer did not contact health care provider. The customer did not state any issues with the insulin pump. The customer was advised to call the help line so the insulin pump can be sent back for analysis. No further information was provided.